Event description:
It was reported that patient experienced a shocking or jolting sensation and believed that there was a defect with her implant. After implant, patient was feeling great and the stimulator was controlling her pain. Since (B)(6) 2012, there had been shocking or jolting sensation along the left top corner of the implantable neurostimulator and it traveled along the lead to thorax area. There was no pain in thorax, but the shocking had created a pain that traveled up to the thorax. When patient used lido patch, the area became numb and she didn't felt any shocking. The shocking was worse at night. The night prior to the date of this report, patient took two tablets of morphine (30 mg) but was still awake. She also took lorazepam for sleeping. The shocking had been keeping patient up all night. It was noted that patient's leg felt "pins and needle and limbing" when walking. Patient had seen doctors for several times and had done reprogramming for many times, but she was told that the implant was fine. X-ray had been done and the results were fine. She had 15 issues in (B)(6) 2012 which include "shocking and draining which made her teary." It was noted that the shocking felt like "sticking finger into electrical socket." Patient had "25 issues with machine" in (B)(6) 2012 that "couldn't be good for the nerve." Patient still had the device in her. The stimulator was turned off at night, but this did not solve the problem because she continued to feel the shocking sensation. It was later reported that x-ray results confirmed there was no movement of device or leads and no malfunctions. There were implantable pulse generator pocket site issues. Symptoms occurred whether device was on or off. Patient was considering having the implantable pulse generator moved to abdomen. Patient did not wish to discontinue spinal cord stimulator therapy because she was being helped by it.

Event description:
Additional information received reported that it was confirmed that the patient had the device explanted on (B)(6) 2014. It was noted that no product would be returned. It was noted that the manufacturer representative was not at the explant surgery.

Event description:
Additional information received reported that the patient complained of warmth around the pocket whether the device was on or off. It was noted that the manufacturer representative thought that it was likely related to nerves around the packet. It was noted that the patient had not charged in about three months but the patient was able to charge recently. It was noted that the manufacturer representative was to meet with the patient on (B)(6) 2014 to run diagnostics. Additional information received reported that the patient was going to have the implant removed (B)(6) 2014. It was noted that the implant shocked the patient up to their spine. It was noted that the manufacturer representative told the patient nothing was wrong. It was noted that the patient wanted to keep the implant and was reluctant to send the implant back for analysis since there was not an independent third party to test the product. It was noted that the patient would not send the response letter back because they were not going to get resolution from it.

Event description:
It was further reported that the patient had had their device turned off for almost a year and the battery was causing them pain and they had pain around the battery. The patient thought that their device was malfunctioning and was defective. It was noted that the pain started about 3 months prior to the report but it was getting worse and going all the way up the patient¿s spine to where the lead was. It was noted that the patient¿s current doctor didn¿t want to work with the device.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37744, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).